Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error indicating hardware low level failures and it also had a defective up arrow button. It was also reported that the values moved anarchically. There was no indication of troubleshooting of the issues being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. The device was received with intermittent up arrow button response due to moisture damaged on keypad traces. Keypad connector was fully locked. It was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and stained serial number label.